Event description:
Pt reports a case of lymphoma on (B)(4) questionnaire. Multiple attempts were made by allergan to the healthcare provider listed; however no additional information was able to be obtained. There is no confirmation of this event nor the type of lymphoma. See MFR # 2024601-2012-00218 for the right side.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in (B)(4) study, in the labeling for silicone implants.